Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported failure to deflate; however, the reported unexpected medical intervention appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. B3: date of procedure estimated as (B)(6) 2024. D4: the UDI is unknown due to the part/lot number was not provided.

Event description:
It was reported that the nc trek balloon dilatation catheter (bdc) was used in a procedure; however, the balloon failed to deflate. Therefore, the balloon was popped in order to deflate the balloon. There was no adverse patient sequela. No additional information was reported.